Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they had not felt stimulation in a month but yesterday was the first time the patient tried to increase stimulation to resolve symptoms. Symptoms gradually returned including leakage and cramping in the back. The patient was seeing a power on reset (por) on (B)(6) 2016, noting therapy had turned off and reset to shipping parameters. It was noted that the patient did not do anything out of the ordinary when it occurred. Information received on 22-aug-16 reported the por had not resolved and surgery was scheduled. The cause of the "malfunction" was not known but the patient had to have a "complete revision" of the product and lead. Indication for implant included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.